Event description:
The account stated that the architect i2000 analyzer has a leakage. The lab technologist felt eye irritation due to the outflow of the liquid waste from the analyzer. There was no direct liquid contact to the eyes. The eye irritation was due to the liquid waste evaporation. Medical treatment was not required.

Manufacturer narrative:
Customer report was not confirmed. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. Pressure monitoring device not returned. Catheter body has indentation at 99.5 cm area where the non-edwards contamination shield was attached.

Event description:
C-cc-ac - accuracy; it was reported that inaccurate function ¿ gave readings injection. It was further stated that readings were highly variable. Biomed confirmed function of the monitor, tram and cables. A non-edwards monitor was being used - marquette.